Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: mustang device 5x4x40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on the third inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and completed the procedure with a different device. There were no patient complications reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on the third inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and completed the procedure with a different device. There were no patient complications reported and the patient was good post procedure.